Manufacturer narrative:
Quality control was performed on the analyzer two hours prior to sample analysis and was within acceptable ranges. The discrepant patient results led the operator to investigate a possible clog in the sample probe. The probe was cleaned with bleach and rinsed several times and the innovin reagent was replaced with a fresh aliquot. Two other samples were collected and analyzed repeatedly and confirmed acceptable analyzer and reagent performance. There was no indication of a reagent problem and no mechanical errors occurred during testing. A transient instrument issue such as a clog in the probe, or a specific sample issue such as improper collection or handling could not be ruled out. No investigation necessary.

Event description:
A patient arrived at the emergency room with a nose bleed. A blood specimen was collected and analyzed on (B)(6) 2017 for a prothrombin time (pt) and activated partial thromboplastin time (aptt). The sample was reanalyzed due to initial results that were above the therapeutic range for pt. The repeat pt did not match the initial analysis, but the operator misread the results and reported the initial result out of the laboratory in error. It is unknown why ptt was not repeated. The physician treated the patient with oral vitamin k based on the falsely elevated pt result. The entire clinical picture for the patient is unknown. Corrected results were subsequently reported. There was no harm to the patient who was discharged same day.